Event description:
The manufacturer received information alleging patient stated that he is having a strange smell come from the machine.particles in tubing/chamber related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging patient stated that he is having a strange smell come from the machine. Particles in tubing/chamber related to a bipap device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The manufacturer found tobaco and dust contamination in the device. The internal aspect of the device was inspected. There was no mention of visual findings to the internal part of the device. The device's downloaded logs were reviewed by the manufacturer. There were no error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation but found tobaco and dust contamination in the device and device was scrapped. Section d8, d9, h2, h3 and h6 were updated.